Event description:
The patient reported experiencing elevated blood glucose readings in the 300-400 mg/dl range. She stated she thought her insulin infusion device was the cause for the elevated blood glucose. The patient refused to do any troubleshooting. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.